Event description:
It was additionally reported, that during impella insertion, the left femoral artery was punctured and access was obtained with ultrasound guidance. It was the determined it was too low near the bifurcation after imaging was reviewed and the impella was unable to advance through the vasculature. The left femoral access was abandoned, and the right femoral artery access was obtained with ultrasound guided puncture. The impella was then successfully inserted.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B1 product problem was not selected and should have been in initial MFR 1220648-2024-10327. B3 date of event was corrected from initial MFR 1220648-2024-10327 to 19-may-2022. B5 describe event or problem: additional narrative added for reported delivery issues that was not reported in initial MFR 1220648-2024-10327. H6: medical device problem code corrected to 2524.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was some bleeding noted around the hemostatic valve after the impella was inserted. This was resolved by repositioning the catheter. No further bleeding was noted, and the patient remained on impella support.